Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device passed the excessive no delivery test and no unexpected no delivery alarms noted. It passed the operating currents, no unexpected low battery alarms noted. The device also had cracked case all corners of display window, cracked on reservoir tube, cracked battery tube threads, scratched display window and missing end cap sticker. No trace of moisture damage found on the electronic/motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed no delivery and the battery was draining in 1 or 2 weeks. It was stated that the no delivery alarm was resolved by a complete set change. It was also reported that the screen and reservoir compartment are cracked and insulin leaked inside the reservoir compartment. No moisture was visible inside the device, no button error alarm was found in the history and the insulin pump passed the self-test. Blood glucose value was 316 mg/dl. The device was returned for analysis.